Event description:
It was reported that post preparation of the 3.0 x 8 mm xience xpedition stent delivery system (sds), the physician was in the process of inserting and passing it through the rotating hemostatic valve (rhv) when the stent dislodged from the balloon in the valve. The hemostatic valve was removed and replaced with another and the case was successfully completed with a similar sized xience xpedition device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed an advance guide wire was returned frozen in the guide wire lumen of the xience xpedition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The resistance with the sds was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. The xience xpedition device referenced is filed under separate medwatch report 2024168-2013-06087.